Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far r-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended. The physician elected not to make any changes. The patient will continue to be monitored.